Event description:
It was further reported that the patient had a orif of the left distal humerus. Subsequently, approximately 7 years ago was revised due to increasing pain, struggle with end range extension and evidence of loosening of the proximal screws and plate, and malunion at the fracture site found on radiographic imaging. During the revision, a bone graft was placed at the malunion site and all components were removed and a new distal-medial humeral plate with k-wires was implanted.

Manufacturer narrative:
(B)(4). G2: UK d10 - medical product: catalog #: 47235810807, distal medial humeral plate short left, lot # 61153872 catalog #: unknown, zplp 3.5mm locking screws, lot # unknown qty 5 catalog #: 47235800609, distal posterior/lateral humeral plate, lot # 61208368 catalog #: 47235901238, 3.5 mm locking screw with 2.7 mm head, lot # 61117349 catalog #: 47482801202, 2.7 mm locking screw 12 mm length, lot # 60625467 catalog #: 47482802202, 2.7 mm locking screw 22 mm length, lot # 60646645 catalog #: 47482803802, 2.7 mm locking screw 38 mm length, lot # 61126468 catalog #: unknown, cortical bone screw self-tapping hex head, lot # 60837245 catalog #: 47235902438, 3.5 mm locking screw with 2.7 mm head 24 mm length, lot # unknown catalog #: unknown, unknown screw, lot # unknown h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00025, 0001822565-2023-00029, 0001822565-2023-00030, 0001822565-2023-00031, 0001822565-2023-00032, 0001822565-2023-01794 , 0001822565-2023-01795, 0001822565-2023-01796, 0001822565-2023-01797, 0001822565-2023-01798, 0001822565-2023-01799, 0001822565-2023-01800, 0001822565-2023-01894. Discarded.

Manufacturer narrative:
(B)(4). Reported event was confirmed as review of the available records identified a orif distal humeral fracture complicated by proximal screw loosening and fracture non-union. Subsequent orif revision with subsequent plate retraction and extensive screw loosening with persistent non-union. Extensive screw loosening of both the original humeral orif and subsequent revision with fracture non-union and malalignment as described. Initial bone quality was mildly osteopenic with marked progression over time to severe osteopenia. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.